Manufacturer narrative:
This MDR is associated with the mdrs listed below. Each MDR will capture an individual patient event. 2122870-2011-03043, 2122870-2011-03044, 2122870-2011-03045, 2122870-2011-03047, 2122870-2011-03189 thru 2122870-2011-03196, 2122870-2011-03198 thru 2122870-2011-03215. This MDR is associated with the mdrs listed below. Each MDR will capture an individual patient event. 2122870-2011-03043, 2122870-2011-03044, 2122870-2011-03045, 2122870-2011-03047, 2122870-2011-03189 thru 2122870-2011-03197, 2122870-2011-03199 thru 2122870-2011-03215.

Event description:
This MDR is associated with the mdrs listed below. Each MDR will capture an individual patient event.2122870-2011-03043,2122870-2011-03044,2122870-2011-03045,2122870-2011-03047,2122870-2011-03189 thru 2122870-2011-03197,2122870-2011-03199 thru 2122870-2011-03215,

Event description:
The customer contacted beckman coulter inc. (Bec) in regards to obtaining higher than expected accutni results within the risk stratification range for one patient generated by the unicel dxc600i synchron access clinical system. The result was reported out of the laboratory and questioned by the clinician. The sample was repeated on the same unit and lower result within the normal reference range was obtained; however outside of the assays stated precision claim of 8%. The affect to the patient treatment is unknown at the time; however the patient may have been held for repeat testing and observation due to the erroneous result. This MDR is associated with the mdrs listed below. Each MDR will capture an individual patient event: 2122870-2011-03043, 2122870-2011-03044, 2122870-2011-03045, 2122870-2011-03047, 2122870-2011-03189 thru 2122870-2011-03196, 2122870-2011-03198 thru 2122870-2011-03215.

Manufacturer narrative:
The accutni sample was collected in a greiner serum tube and centrifuged for fifteen (15) minutes at 3000g at 20°c. Accutni qc has been performing within the customer's established ranges. Specific qc data has not been supplied to date. Per the customer supplied documentation, routine system checks were performed on (B)(6)-2011 and (B)(6)-2011; both passed within instrument specifications. On (B)(4) 2011 bec field service engineer (fse) provided phone support. The fse instructed the customer to perform a carryover test for the close tube accession (cta) as the customer had received an obstruction event. The fse analyzed the data and the carryover indicated some carryover was occurring. The customer replaced the cta aliquot probe and performed all the necessary alignments. The customer repeated the cta carryover test; data analysis indicated minimal improvement from the previous test. The customer performed a high sensitivity system check on the access 2 which failed. The customer changed the aspirate probes and performed another high sensitivity system check which failed again. On (B)(4) 2011, the fse was on site and replaced the incubator belt and rv incubator belt vessel holders as the belt dove-tails showed some damage. The fse performed all necessary alignments. The fse then performed a routine system check, a high sensitivity system check and a ten replicate accutni precision test using the level 3 qc material; all results were acceptable. Per fse, the root cause for the event is the failure of the incubator belt.